Event description:
Dopamine infusion started for hypotension and decreased urine output. Rn noted no response from pt ( blood pressure continued low 49/21 (31)). Dose and intravenous rate increased gradually with no pt response. Normal saline bolus given to maintain blood pressure. Pump continued to show digital reading as if infusing - no alarm was ever initiated. Unknown impact of continued hypotension on this 1 day old premature infant.